Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address loosening of the asr cup. Litigation papers were received. Lawsuit alleges the pt is a future risk for injuries associated with metallosis which is caused by minute metal particles and debris from the defective device remaining in plaintiff's body. The femoral head was added to the complaint due to this allegation.